Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Technical services (ts) was consulted and discussed stored data, with no other issues noted. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).